Event description:
Drive devilbiss healthcare was notified of an incident involving a bariatric hospital bed by an end user's partner, who reported that the frame was "broken" and the end user " fell off the bed and hurt her back and bottom." He did not specify any medical treatment she received. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.